Manufacturer narrative:
Product complaint#: (B)(4). A manufacturing record evaluation was performed for the finished device alz199 batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery in 2019 and the suture was used. During the procedure, disassembly of needle occurred when stitching. There were no patient consequences reported.